Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient without resistance and the procedure was completed with another of the same device. No patient complications were reported.